Event description:
Additional information received indicated that the patient suffered "serious personal injuries following the failure of a medtronic spinal stimulator device."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012; product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012; product type: lead, product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (model# 37702, serial# (B)(4)) found that it had reached a normal end of life. Telemetry and output were "okay." Impedance test read all values at the bottom of the normal range (between 154-2069 ohms). The short circuit ( <(><<)>509 ohms) in the electrode pair 1-3 might have caused the battery to be depleted faster than normal. The ins passed all functional testing. Ins output was tested at the distal end of the connected leads. Stable output was observed on each program as received on an oscilloscope. Each circuit was tested in reference to the #0 electrode on an oscilloscope with good stable output observed. There were no issues when pressing on the ins can. Analysis of the lead (model# 3778-60, serial# (B)(4)) found no anomaly. Outer insulation was melted, cautery was suspected. Stylet coil was crushed. Analysis of the lead (model# 3778-60, serial# (B)(4)) found no anomaly. Outer insulation was melted, cautery was suspected. Stylet coil was crushed. The lead was pinched, anchor/suture site was suspected.

Event description:
It was reported that the patient could not adjust stimulation and lost therapeutic effect approximately 15 days ago. When the internal neurostimulator (ins) was interrogated, the patient programmer showed a depleted ins. An impedance check was run at 3 volts and found low impedance of less than 50 ohms between electrodes 1 and 3. At 0.7 ohms, impedances were normal and program 2 showed xxx. All other pairs were within normal range. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).